Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic with shortness of breath. The physician suspected the right ventricular and right atrial lead had perforated the patients heart and caused pericardial effusion. Both lead electrical measurements were normal. The leads were explanted and replaced. The patient was in stable condition.